Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittently the pump was not delivering insulin properly. Customer's blood glucose (bg) was elevated (value not provided); current bg was 400 mg/dl. Pump supplies were changed and pump bolus was delivered; however, elevated bg was not resolved. Customer declined tandem technical support's offer to perform a pump system check. Customer reverted to using manual injections for insulin therapy.